Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, a paint chip had disassembled from the colored ring of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, a paint chip had disassembled from the colored ring of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.